Event description:
Home patient (hp) reports pt line of homechoice set was not priming completely. Hp noted pain in left shoulder due to excess air. Per rn, there was no pt injury or med intervention as a result of incident.